Event description:
Device explanted with wound debridement. Pt's wound had dehiscence. Wound cultured negative for infection. Pt had good radiological healing.

Manufacturer narrative:
Device was removed electively. Not medically necessary.